Event description:
It was reported that during a tfn insertion surgery on (B)(6) 2015, the distal locking screw was off target. The 12 mm sort blade and the 11 mm helical blade were successfully inserted. There was patient involvement. Patient status, outcome, surgical time delay, and any surgical medical intervention are unknown at this time. No additional information was provided. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
A product investigation was completed: five instruments belonging to the trochanteric fixation nail system, one 130° aiming arm (part 357.366, lot 5672730, manufactured december 17, 2007), one insertion handle(part 357.411, lot 6702030, manufactured september 21, 2011), 11.0mm/8.0mm protection sleeve(part 357.386, lot 5591148, manufactured november 27, 2007), 8.0mm/4.0mm drill sleeve (part 357.389, lot 5565986, manufactured august 28, 2007), and one cannulated connecting screw(part 357.397, lot 5217617, manufactured june 22, 2006) were returned. Upon receipt of these devices it was seen that the instrumentation can be assembled together as designed, and all returned parts show minimal signs of use and wear and are in overall good condition. This complaint could not be confirmed. The root cause of this complaint is undetermined, other variables, devices and dynamic conditions during the surgery may have inhibited this system from functioning as intended at the time that this complaint occurred. The technique guide was reviewed for proper assembly of these devices and proper technique for distal locking of short nails. The root cause of this complaint is undetermined, other variables and conditions during the surgery may have contributed to the misalignment. It is unknown if the cannulated connecting screw was fully tightened to the nail, if the insertion handle was properly seated in the nail, and if the system was properly assembled while distal locking was occurring. The designs of these devices are adequate for their intended uses and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient¿s medical record number is (B)(4). Device history review: (B)(4) manufactured the cannulated connecting screw for trochanteric fixation nails (part number 357.397, lot 5217617). The (B)(4) part lot was inspected per brandywine procedures document. All 44 parts were released to the warehouse on june 22, 2006. (B)(4) performed the heat treat, bead blast, and passivation processes for (B)(4) parts. The certificate of compliance, dated june 15, 2006, indicated the lot was processed and conformed to specifications. There were no complaint-related anomalies, material record reports (mrr), or non-conformance reports (ncr) associated with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the surgeon attempted intervention to remove the distal locking screw, but wound up leaving it inside the patient. Outcome was reported as "average as the patient's bone is not good quality." Also, a 30+ minute delay was noted. This is report 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.